Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection found the upper hook switch to be stuck closed which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false detection of loaded set. The device was found unable to recognize an open door. The device was unable to detect a loaded set due to the false detection of a closed door. The stuck upper hook switch was determined to be the cause. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false detection of loaded set. There was no patient involvement. No additional information is available.